Event description:
It was reported that pump displayed non-resettable malfunction alarm code malf 0 with associated fault ID and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level, as customer declined to provide this information. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed shipping details, instructed customer to place pump in storage mode, and arranged replacement with request to return affected pump using prepaid label within 10 days.